Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
On (B)(6) 2020 getinge became aware of an issue related to one of the washer/disinfectors - 8668. As it was stated, the water leak from the unit have occurred. Due to this fact, the staff member slipped on the wet floor and fell. The fall resulted in injury and so far we were not provided with any details regarding the outcome. We decided to report the  complaint based on the potential.

Event description:
Manufacturer reference number (B)(6) .

Manufacturer narrative:
When reviewing reportable events, we were able to establish that this issue is the 4th reportable customer product complaint where a person slipped on the wet floor due to the water leakage from the 86-series device. It is worth to be noted that in each of those complaints the root cause of water leakage was related with a failure of different part. All the complaints with reported fall were reported to the competent authorities in abundance of caution based on the potential of serious injury if situation would reoccur. The product directly involved in the incident is 8668 washer disinfector with the serial number (B)(6) . The unit was manufactured on 4th november, 2010 and installed at the customer site on 28th december, 2010. Upon incident occurrence, the device was under getinge preventive maintenance agreement. From the information collected to the date, we know that the device was used after the customer discovered the leakage until the technician arrived. After the complete cycles there was water found on the floor, the customer put a warning ¿wet floor¿ in the room, however this warning was ignore by the person, who stepped on the wet floor and fell. Therefore the direct cause of the incident occurrence was estimated as user error, since according to the IFU the user is to put the device out of order until the technicians¿ arrival. The leakage appears to have been caused by a faulty pipe connection on the aging device (near 10 years of use). This type of failure is not part of any trend of occurrences. In summary we concluded most likely root cause of the incident is a combination of two factors normal wear of the part and user error. The device did not meet its specification however, in the time the event occurred, it was not being used for patient treatment or diagnosis. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action related to the device at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).